Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode, while still in shipping box. The device had not been opened. No patient involvement.

Manufacturer narrative:
No conclusion was available. Final analysis found could not confirm the reported complaint of backup vvi mode, the root cause of software error was not determined.